Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the scs trial procedure on (B)(6) 2018, the physician was unable to advance the lead past the scar tissue. As a result, the trial procedure was abandoned. The initial reporter information is unknown at this time.

Manufacturer narrative:
Initial reporter information added to the report. Patient initials were inadvertently reported as cm. The correct patient initials are included in the report. The missing patient information is included in the report.